Event description:
Related manufacturing report number: 2916596-2022-00017; 2916596-2021-06630. It was reported that there was a loose gap on the mobile power unit patient cable. It was also noted that the battery door latch was broken.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) was evaluated following the reported event of an issue with the system controller. The heartmate mpu was returned and evaluated at the (B)(4) on 02-feb-2022. During the evaluation, the unit was functionally tested and passed all steps without issue. The system was run on a loop for an extended period of time and operated as intended with no issues or alarms observed. Provided information stated the return status for the mpu. The reported event could not be correlated to an issue with the mobile power unit. Incidental findings: loose gap on the mpu patient cable, broken battery door latch the device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook, under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the patient cable and housing. Heartmate ii instructions for use, under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate ii patient handbook, and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.